Event description:
Complainant alleged that the clinicians attempted to defibrillate a patient (age and gender unknown), but the device displayed a "poor pad contact" message, and did not shock the patient. The clinicians then obtained another device and defibrillated the patient. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Several attempts were made to obtain additional event and patient information from the complainant. All attempts were unsuccessful.